Manufacturer narrative:
The spatula included with the collection kit is scored to facilitate the removal of the head of the spatula. The spatula lots making up the lot of collection kits are no longer in stock. The subject device is not available for evaluation. There is no history of complaints of this nature associated with this product.

Event description:
A nurse at a physician's office experienced difficulty while removing the head of the spatula. Some of the sample splashed in to the nurse's eye.